Manufacturer narrative:
Results of evaluation: conclusion: based in the visual examination and the functionality testing the instrument was found to function as intended. No conclusion could be reached as to why the instrument would not arm.

Event description:
During a diagnostic laparoscopy the trocar blade would not activate. A second device was opened to complete the procedure. There was no consequence to the pt. Clinical follow-up: 1/31/97 1420 message and 800 # left for surgeon to call back. 2/3/97 1825 nncl sent.